Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. The visual inspection identified a poor connection between the sensor board and the keypad ribbon cable. The cause of the reported condition was determined to be due to the disconnected ribbon cable. To correct the condition, the keypad ribbon cable was reconnected. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.